Manufacturer narrative:
The reported tip breaking condition could not be confirmed since the unit was not returned for evaluation. The investigation was documented and most probable root causes were defined according to information provided by the customer, risk management report and previous complaint history. If the unit is received afterwards, it will be investigated and this compliant report will be updated according to the serfas energy probe family risk management plan , probable root causes for the reported condition can be associated, but are not limited to: non conforming component, poor assembly process, misuse. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the serfas probe broke off inside the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the serfas probe broke off inside the patient.